Manufacturer narrative:
The plastic fragment was received by the manufacturer. The quality investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that the plastic inside the tip of the device fell out and entered the surgical site. The fragments were removed by hand. There was a delay of approximately 15 minutes due to this event. There are no allegations of adverse consequences associated with this event.